Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The serial number initially provided by the reporter was found to be inaccurate. The product associated with the serial number provided was not manufactured for use until 2012. The correct serial was asked for by allergan and has not been provided. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."

Event description:
Healthcare professional reported lap-band system "leak in the band around the buckle area." The leak was first noted when the pt reported a "lack of restriction." The lap-band system was explanted and replaced.